Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns.(B)(4).

Event description:
It was reported that during an attempted implant, the wire lumen of the balloon catheter was flushed and the balloon inflated before being put in the guiding catheter for testing. In addition, the balloon could not be completed deflated anymore. When the balloon catheter was inflated once again, the physician noted that they heard air escaping from the balloon. The catheter was removed and a new balloon catheter used successfully. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the balloon catheter was returned, analyzed, and no anomalies were found.